Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal, tissue damage and worsening mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that a flail was present. The clip was inserted and advanced into the left ventricle (lv). The device was then attempted to be pulled back into the left atrium (la), but came in contact with subvalvular tissue. It was then noticed that damage occurred to the chordae and valve tissue, causing mr to increase to a grade of 4+. It was noted that the patient remained hemodynamically stable and no unintended movement occurred with the device. Two clips were then successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficult to remove appears to be related to user technique. The tissue damage appears to be related to procedural condition due to the difficulty removing. The worsening mitral regurgitation (mr) was due to the tissue damage. The reported patient effects of tissue damage and worsening mr, as listed in the mitraclip nt system, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.